Event description:
Additional information received that the patient programmer was working, but the implantable neurostimulator was not. The patient had met with her health care provider (B)(6). The patient outcome was not provided. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received that the patient still had concerns with his device or therapy but had not sought further help. The patient reported her internal neurostimulator (ins) was off and could not turn it back on. The patient reported not seeing a physician for her device for nine years. If additional information is received a follow up report will be sent.

Event description:
It was reported that the patient had no stimulation sensation. It had been about a year since the patient last used stimulation. The patient was in the hospital the week of (B)(6) 2012 and unable to make her scheduled appt. With the physician. The patient was told by the hospital to have her device system checked when she was out of the hospital. It was also noted that the system had not worked in >1 year. The patient planned on making an appointment with their healthcare provider in the future. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension. Product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension. Product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer. Product ID 3998, lot # lb7836, implanted: (B)(6) 2003, product type lead.

Manufacturer narrative:
The initial MDR and supplementals were filed as MFR report # 3004209178-2012-02953. Additional review indicated the correct manufacturing site was site 6000032.

Event description:
Subsequent information received reported that the device was eol (end of life). The patient was going to schedule an appointment to have her device replaced. The patient outcome was unknown at the time. Further information received reported that the device stopped working 3-4 months ago and would not turn on. It was unclear whether the patient had made an appointment with a new physician regarding replacement. If additional information is received, a supplemental report will be submitted.